Manufacturer narrative:
The customer calibrated the architect sample and reagent probes which resolved the issue. There were no additional discrepant results reported on the architect, serial number (B)(6), after the probes were calibrated. Return testing was not completed as returns were not available. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant results, nor did it identify any additional erratic or discrepant results reported. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probes associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect serial number (B)(6), or the architect probes.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c4000 analyzer on a patient. Results provided: (B)(6) 2021 = 6.9 / 1.9 mg/dl, another instrument = 2.30 mg/dl, normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.